Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported a filter leaked. The patient was discharged on (B)(6) 2018, and no additional information was provided.

Manufacturer narrative:
The customer¿s report of a filter leak was confirmed. No anomalies were observed with set during initial visual inspection. Functional testing was noticed to be leaking from the vent of the 0.2 micron filter. The root cause of the leak could not be definitively determined.

Event description:
It was reported that a tpn infusion leaked at the filter. The patient was discharged on (B)(6) 2018. Although requested, no additional information was provided, and no patient harm was reported.